Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the cable of the device was kinked and liquid got into the device. The exact cause was unknown; however, omsc assumed a potential cause as follows. The cable unit of the device was broken by excessive stress and it resulted in overcurrent flowing into the ccd unit. Fluid invasion. The instruction manual of the device states the corresponding method in case of an abnormality.